Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime alert due to non-zero low force and a no cartridge detected alarm that was not related to the complaint. The pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. Pump casing was opened to further investigate and an intermittent condition was found with the force sensor connecter wire due to a crack near the pin.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).